Event description:
Information received from the field notes that upon interro- gation, the message, 'backup code a' was displayed and the devic e would not accept any other programming. Magnet application did not place the device in the magneet mode. The last check of the pulse generator noted that the device was in dddr at 65-120 ppm with a magnet rate of 100 and cell impe dance of <500 ohms. The patient's intrinsic rhythm was about 40 bpm.